Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 131 mg/dl. Customer stated that he has gotten four alarms in a row and it keeps pushing out insulin. Customer also stated that the insulin was squirting out during the manual prime process. Customer reported that the rewind message occurred after an alarm/alert. Customer stated that the drive support cap was flush. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.